Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator that exhibited post-paced t-wave oversensing. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the patient presented remotely via merlin.net. No changes or intervention was performed.